Event description:
It was reported that the right ventricular, superior vena cava, and left ventricular lead impedances had been out or range since device change out, but were in range after a shock was delivered during non invasive programmed stimulation. The lead impedances were noted to be stable and acceptable during pocket manipulation and while the patient was in varying positions. The device alert tones were demonstrated for the patient. The device and leads are still in use and will continue to be monitored. No patient complications have been noted as a result of this event.

Event description:
It was reported that the right ventricular, superior vena cava, and left ventricular lead impedances had been out or range since device change out, but were in range after a shock was delivered during non invasive programmed stimulation. The lead impedances were noted to be stable and acceptable during pocket manipulation and while the patient was in varying positions. The device alert tones were demonstrated for the patient. The device and leads are still in use and will continue to be monitored. No patient complications have been noted as a result of this event. (B)(6) 2013: the patient came to the emergency room with worsening heart failure symptoms. The right ventricular, superior vena cava, and left ventricular lead impedances were high for approximately two months. A shock was delivered which again returned the impedances to normal ranges. A microfracture of the right ventricular coil was suspected. The increased right ventricular lead impedance was thought to have caused a lack of capture on the left ventricular lead causing the patient's worsening heart failure symptoms. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.